Event description:
Patient was having a thoracentesis. The needle that was being used has a valve on the end. Upon performing the procedure a 3 way stop cock was attached to the needle as normally done. The end of the needle dislodged into the stop cock. A wire was placed in the needle and exchanged for another. Which slowed the procedure down. Sample.